Event description:
It was reported that the patient with this pacemaker was interrogated and it was found to be in safety mode. Device replacement was recommended. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.